Event description:
It was reported that the patient received a shock. Review of the egms revealed noise on the lead. The pli, capture and sensing trends were reviewed and showed they were nearly identical to the values at the prior check in 2009. It was reported that the patient is very sick.

Manufacturer narrative:
Na